Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't turn due to a jammed motor was confirmed. The motor was corroded and loud during operation. The contacts of the keypad were corroded and the resistance value was out of specifications. There was a short circuit in the motor cable and the handcontrol wasn't responding properly, the motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and the keypad contacts and would have caused the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn, resulting in noisy operation and hence is also responsible for the issue reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/08/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, the 2 micro tornado handpiece device did not turn and its motor was jammed. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.